Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact, however, using a test battery cap the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. Off no power and low battery alarm functioned properly. The insulin pump had corroded battery tube, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump batteries do not last and the pump shuts off periodically. The customer indicated that a low battery alert was not received prior to off no power alert on the insulin pump. Customer's blood glucose was 130 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.